Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD), was evaluated in the clinic after receiving a shock. He had also received a shock a week earlier when hospitalized for an unknown reason. At that time, the sensitivity was changed to least. Intervention is limited now that the device has already been programmed to least. The possibility of a lead positioning change was discussed. The device is oversensing the flutter waves and pacing was inhibited but the patient is not pacemaker dependant. A medication has been started to treat the atrial tachycardia rhythm and other reprogramming changes were made.